Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of endometritis ("chronic endometritis") and salpingitis ("acute and chronic salpingitis") in a 24 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, dysmenorrhea, pelvic pain female and menorrhagia. On (B)(6) 2014 she experienced endometritis (seriousness criteria medically important and intervention required) and salpingitis (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered endometritis and salpingitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46.309 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of endometritis ("chronic endometritis") and salpingitis ("acute and chronic salpingitis") in a 24 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, dysmenorrhea, pelvic pain female and menorrhagia. On (B)(6) 2014 she experienced endometritis (seriousness criteria medically important and intervention required) and salpingitis (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered endometritis and salpingitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 46.309 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.